Event description:
Pt presented status post transurethral resection of the prostate in approximately 1989 with subsequent penile prosthesis place for erectile dysfunction. This was the replaced with a smaller prosthesis as the pt felt the original was too large and uncomfortable. He now has a kink in the left mid shaft of the penis and the left cylinder seems to be too short. He has not been able to inflate the prosthesis either. Replacement surgery successfully performed. Upon examination, a pinpoint hole was found in the central portion of one of the cylinders with associated leakage.